Event description:
During the case a pop was heard and a flame at the function of cord going into the plug which was plugged into the bovie. Bovie was unplugged and small amount of water was put on flame. Sent to biomed and new equipment used to finish case. Date of case unknown.